Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope's single use brush has been used for multiple endoscopes. There was also noticeable film on the universal cord, scope connector and light guide connector. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: h4. The device was not returned to olympus for inspection. Based on the results of the investigation, the most probable cause is failure to follow instructions as it was discovered that the customer does not follow the instructions for use (IFU). The event can be detected and prevented by following the instructions for use which state: follow the manufacturer¿s instructions regarding activation (if required), concentration, temperature, contact time and use life required to achieve successful cleaning and disinfection. (Page 7). Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.